Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), and non-boston scientific right atrial (ra) lead exhibited high out of range pace impedance measurements, greater than 3,000 ohms. Trend spikes were noted over the past year. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.